Manufacturer narrative:
H6: evaluation code method 4114 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that acouple of months ago/about 2 months ago their device had been checked because it had not been working 100%. The manufacturer representative (rep) came in and did an x-ray and decided that the device was ¿ok¿, what they were seeing on the x-ray. The rep put a whole new set of 4 programs in, which fixed the issue. The patient stated that the rep had been notified of this about 2 months ago when the rep had come into the hcp office and checked their device. When asked if there had been any trauma/falls that could be related to the issue, the patient noted that they fell often since an accident they had prior to the implant. The patient explained their pre-existing condition further: their right leg would give out; they would go to step and they would not feel that anything was there. The patient reported that something was wrong in the last couple of days, they kept having to cath. The patient reported they used the programmer the day prior to the call and the programmer showed that the ins was on and that they could feel stimulation. The patient reported they then put the programmer away and all of a sudden they felt that the stimulation had stopped. The patient reported it seemed that the stimulation was turni ng itself on and off; they could feel it and then it would stop. The patient reported they used their programmer that morning of the call and all 4 programs said off and they noted there had been no ¿checkmark¿ in the boxes. The patient reported that program 1 would not take the checkbox. The patient reported they could feel it turn on for a couple of seconds and if they concentrated they could feel the ¿bang-bang-bang,¿ and then it shut off. The patient reported they then went to program 2 and back to program 1 and turned up the stimulation. The patient stated they were feeling stimulation constantly now in program 1. The patient reported they could stand and feel it and all of a sudden it would go away and then it would go back on. The patient wondered if the ins was dying. The patient stated their health care physician (hcp) said ¿no,¿ and that the ins should last longer. The hcp told the patient to call the manufacturer representative (rep) and the rep¿s voicemail had directed the patient to call the manufacturer company. While on the call it was confirmed with the patient that there was no icon of low ins on the programmer. Patient services reviewed with the patient that there would be no checkmarks when they scrolled over their programs and it was reviewed the patient¿s programmer a ppeared to be working, the ins was noted to be on. The patient was still concerned why all the programs had no check marks the day prior to the call and alleged the ins shuts itself off. The patient said it did not have a lightening bold, they turned it on and it was on for a while and then it seemed to turn off again. It was noted that the patient was not making much sense and kept saying there was no lightning bold on any program. Patient services reviewed again when the patient would scroll through their programs the patient would not see the check mark and reviewed with the patient that they needed to look at the therapy screen to confirm whether the ins was off or on. Related to the issue, the patient stated they had had a fall and noted that it had been a ¿pretty big one.¿ the patient reported they fell on the concrete the last friday prior to the day of the call. The patient was redirected to follow up with their health care physician (hcp) to check the device and the patient mentioned they had an appointment coming up with the hcp. It was noted that this change had been sudden and that they had started to having the need to cath 48 hours ago and that it had been since the day prior to the call that the stimulation had been turning off and on. There were no further complications reported.

Manufacturer narrative:
Event: event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient indicated ¿its not working well as it used to" and stated this started "in the last couple of months. The patient further stated it has not helped as much (2018), and they used to have to cath once a week and now they had to cath daily and the day before the call, they hadn't urinated all day. The patient reported their bladder filled up so much and started to hurt and it leaked out, so they had to cath and have been cathing ever since. They tried their original program 1 and that started to fail so they moved to program 2 and that gave them constant diarrhea and that did not help so they tried program 3 and that did not work as well as program 1 and did not work at all so they moved to program 4 which they have never used before so the they were trying that. Additionally, it was reported that the patient did have "a fall several days prior or a week and a half prior, it was a big fall" ((B)(6) 2018) and stated he has had other falls "and he probably fall once a month and started having falls "over the last 4 years (before stimulator was put in). The patient reported fallen a lot, they used to walk with a cane and then he got the back stimulator so that made the right leg not as numb so it did not drag as much, they call it foot drag and sometimes it catches on something and down he go, or my leg gives out and he would fall". The patient was going to follow up with their doctor on the day of the report. No further complications were anticipated/reported.